Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had insertion difficulty and fixation defect. The target blood vessel was confirmed in the lateral wall by contrast study, but the blood vessel diameter was slightly narrower even though it was sufficiently long. The shape of the lv lead had the best pass ability and the tip of the ¿back-up¿ that was taken with inner catheter but did not advance near the base, so it was abandoned. The blood vessel in the posterior wall was checked, but "the distal" portion of the short vein was thick. It was predicted that the straight lead would not secure well. The lead was not used, and another lead was repositioned and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported from information obtained from follow up that the lv lead was unable to be placed due to the patient's anatomy.